Event description:
The patient reported that the buttons required additional presses with increased force to respond and were gradually getting worse. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2011 with the following findings: the down arrow button was found to be responding intermittently. The keypad was removed and adhesive was found under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.